Manufacturer narrative:
Not returned.

Event description:
Complaint received that alleges "as I went to lower the table there was a small pop. The table dropped/collapsed straight down stopping when it reached the bottom or lower position, patient insisted she was okay". Questionnaire was not received from clinician and/or patient. Device not returned to manufacturer for evaluation. No indication event caused or contributed to permanent impairment or death.